Manufacturer narrative:
Summary of evaluation: the insert in the as-received condition was snapped onto two baseplates with the results of good snap action and full seating, but found to have laxity in all directions. A review of the device history record for this insert found that no discrepancies were reported during MFR.

Event description:
Reporter states, insert would not snap into baseplate. After several attempts the physician implanted another baseplate # of the same thickness.